Event description:
During the implantation of the subject device, communication with the device was not stable. Upon second communication attempt, a warning message was displayed: "technical issue. Please contact sorin group. System potentially ineffective." Normal behaviour was observed afterwards.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.